Event description:
It was reported to philips that the device delayed during the procedure. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was hanging and delayed during the procedure. Upon further observation, fse checked ht cables and found no arcing marks. Fse cleaned and reinstalled cables. Fse performed the calibration. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Problem code was corrected.